Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. Struts on rows 11 and 12 from the distal edge were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation for the batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context was device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on 12/21/2009. It was reported that during a coronary drug eluting stenting procedure, the stent could not cross the lesion. The lesion being treated was located in the circumflex (cx). The lesion was tortuous and highly calcified. The physician attempted to place a taxus liberte atom 2.25x20mm device, but was unable to cross the lesion. The procedure was completed with another of the same device. The patient condition is listed as "stable with no complications." However analysis of the returned product revealed that there was stent damage.